Event description:
It was reported during review of remote transmission, it was noted that the patient's right ventricular (rv) lead exhibited noise. Episodes of noise reversion and decrease in sensitivity amplitude were also noted on the lead. No intervention was performed. The patient would be monitored. The patient was stable.